Event description:
It was reported that the user experienced elevated blood glucose, with the ilet displaying high, after eating a half bag of potato chips without a meal announcement; the glucose remained above 180 mg/dl for about three hours and the device alerted for glucose above 300 mg/dl for over 90 minutes, with no back-up therapy, ketone testing, steroid use, medical intervention, or assistance required. Symptoms included heart racing, tiredness, and lethargy. Outcomes included stabilization of glucose following the event, with the user reporting that levels returned to target. Investigation included device use review and user counseling focused on missed meal announcements and appropriate use. Investigation of this case revealed user error related to a missed meal announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related, specifically a missed meal announcement leading to hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.